Manufacturer narrative:
(B)(4). Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label, cracked end cap and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment and battery cap. The customer's blood glucose was 275 mg/dl at the time of incident. The insulin pump was returned for analysis.